Event description:
Event description boston scientific crm received information that the ventricular lead has high thresholds, a loss of capture, and noise. The patient is symptomatic. The lead will be revised this week. In the meantime, they have increased the output to maintain capture. As the pacemaker is on advisory, it will be replaced during the lead procedure.